Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-15. H6: investigation summary : one used primary set, model 2432-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that the tubing broke by the pumping segment was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the retainer ring was still in place with part of the silicon tubing still under the ring. It appears that the silicon tubing segment had been ripped by some unknown force, however the root cause of the damage is unknown. The root cause of the tear cannot be determined, but we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a possible contributor to this failure.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 2432 0007; batch no: unknown. It was reported that tubing broke by the pumping segment.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing broke. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 2432 0007 batch no: unknown. It was reported that tubing broke by the pumping segment.